Manufacturer narrative:
Continued of medical product: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise to high threshold values. The lead exhibited noise, oversensing, non-capture and low impedance which resulted in a polarity switch. The lead had insulation damage. The patient experienced dizziness and shortness of breath. The lead was capped and replaced. No patient complications have been reported as a result of this event.